Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/23/2015. The fse confirmed the leak was originating from a cut in the green stripe tubing at valve vl50b; the tubing was replaced, resolving the leak. Additionally, the erythrolyse pump was replaced as it was confirmed as defective, resolving the differential vote outs. (B)(6).

Event description:
The customer reported receiving differential (diff) vote outs (non-numeric results) and a fluid leak of approximately 2ml on a oulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe)consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.